Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 5/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 4/19/2016 with the following findings: during visual inspection of the pump, it was observed that the audio bolus button cover was torn and was unresponsive during the investigation. The cover was removed and the slug was missing. There was evidence of moisture in audio bolus button compartment. A leak test was performed and failed due to the bolus button leak. The pump was opened and there was no further evident of moisture found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.